Event description:
It was reported that during a laparoscopic cholecystectomy using the high flow insufflator, with the pressure set to 10 mmhg, the current pressure began to rise. The insufflator pressure reduction feature was activated and the warning light came on. This occurred without applying pressure to the abdomen; the port remained open for air inflow. The event resulted in a delay of 10 minutes while attempting to identify the cause of the issue. The procedure was able to be completed with the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no issues were noted therefore a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated field: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The customer indicated the relief mode setting was on, no other gas source was used, and the time the overpressure occurred was at the end of the operation.